Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was unable to get filled "for 2 months" and had been suffering with the pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.